Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) "should" not shuttle down and could not deliver the plug. An unknown mynxgrip was used and deployed properly. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) "should" not shuttle down and could not deliver the plug. An unknown mynxgrip was used and deployed properly. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation along with three sterile units from the same lot as the reported unit. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe used with the unit was returned connected to the device, but the procedural sheath was not returned. The sealant and the advancer tube were no longer in the unit¿s manufactured positions. Additionally, the sealant was not returned for this evaluation. Based on the observed conditions, it was concluded that the deployment mechanism was fully triggered before its arrival for this evaluation. During review of the three sterile units received, the conditions of the sterile units did not show any abnormalities. The units were received in the original pouch bag, and no damages were observed. A functional analysis could not be fully executed as the sealant was no longer mounted on the returned unit, and the advancer tube was no longer in its manufactured position. Nevertheless, it was observed that the shuttle could be advanced and retracted to the black handle without issue. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device and the sterile units since they passed functional analysis with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, since the sealant was not returned with the device, functional analysis had to be performed without the sealant present and visual inspection of the sealant could not be performed. Therefore, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional devices were received for evaluation. The devices are available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.